Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had received multiple occlusion alarms when attempting to bolus for the past days. There was no impact to the customers blood glucose level. The occlusion alarms occurred prior to contacting tandem technical support, no troubleshooting to determine a possible cause of the occlusion was performed. During the call with tandem technical support, review of pump data revealed, that the customer is changing supplies every 3 days but not changing supplies when receiving the occlusion alarms. Reportedly, when the occlusion alarms were occurring the customer was able to deliver the bolus without getting another occlusion alarm.